Event description:
The event happened during the procedure. The physician reported that the green system ready light of a deltaplush (cpl100202-30/c19076) did not illuminate when the coil was connected to an enpower control cable (ecb000182-00/c17450) before attempting the detachment. And so, he firstly replaced the cable for a new product (ecb000182-00, lot unknown) but the situation did not improve. Then, when he replaced the deltaplush for a new one (cpl100202-30, lot unknown), the green system ready light illuminated and he was able to detach the replaced coil using the replaced cable and the same detachment control box (dcb000005-00, lot unknown) with no further issues. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. Pre-deployment electrical check was performed and no issues noted. The complaint products are unavailable for evaluation. No additional information is available. The procedure was coil embolisation of posterior cerebral artery ruptured aneurysm that was not calcified and mildly tortuous. Access was obtained from right femoral artery.

Manufacturer narrative:
It was reported that during the procedure after no issues noted during the pre-deployment check, the green system ready light of a deltaplush (cpl100202-30/c19076) did not illuminate when the coil was connected to an enpower control cable (ecb000182-00/c17450) before attempting the detachment. Therefore, first the cable was replaced for a new product (ecb000182-00, lot unknown), but the situation did not improve. Then, when the deltaplush was replaced for a new one (cpl100202-30, lot unknown), the green system ready light illuminated and the replaced coil was able to be detached using the replaced cable and the same detachment control box (dcb000005-00, lot unknown) with no further issues. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also, no damages were reported on the devices after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. Pre-deployment electrical check was performed and no issues noted. The involved products are unavailable for evaluation. No additional information is available. The procedure was coil embolization of posterior cerebral artery ruptured aneurysm that was not calcified and mildly tortuous. Access was obtained from right femoral artery. A review of the manufacturing documentation associated with deltaplush lot c19076 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A review of the manufacturing documentation associated with enpower control cable lot c17450 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the return of the device for analysis, no conclusion can be made regarding the reported inability to detach the coil. Based on the report that there were no issues with the pre-deployment electrical check, it is possible that procedural factors/device manipulation may have contributed to the event. Additionally, all devices undergo multiple electrical checks before reaching the final packaging including after loaded into the packaging hoops. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. Concomitant medical products: new cable (ecb000182-00, lot unknown). Enpower control cable (ecb000182-00/c17450). New coil (cpl100202-30, lot unknown). Detachment control box (dcb000005-00, lot unknown).